Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as it fell off during use after being used for one and a half days. Patient confirmed doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient's blood glucose level at the time of event was 220 mg/dl therefore, patient replaced infusion set and resumed insulin deliveries successfully. No further information available.